Event description:
A report was received that the patient's ipg will suddenly stop working without a reason. Electrocautery was used on the ipg during the implant procedure. The physician suspects malfunction of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Event description:
A report was received that the patient's ipg will suddenly stop working without a reason. Electrocautery was used on the ipg during the implant procedure. The physician suspects malfunction of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the ipg database was analyzed which confirmed that the device was functioning properly. There will be no further course of action.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient's ipg will suddenly stop working without a reason. Electrocautery was used on the ipg during the implant procedure. The physician suspects malfunction of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)